Event description:
During a laparoscopic hernia repair an eas metal retaining flange on the cartridge fell off the instrument into pt. The flange was recovered laparoscopically. The second eas used wouldn't form staples after several firings. The case was completed with a third eas. There was no consequence to the pt.

Manufacturer narrative:
H6; code 100: holder mispositioned. Results of evaulation: conclusion: ab)no conclusion could be reached as to why the reported inst.s "metal retaining flange...fell off" during srugery. The inst. Was received with the kickoff spring detached from the cartridge and returned in a separate bag. The kickoff spring was attempted to be repositioned onto the inst., but was too damaged and would not attach securely. The inst. Was cycled, fired, and partially formed the remaining 12 staples. B)the inst. Was received with a bent kickoff spring. The inst. Was cycled, fired, and partially formed the remaining 7 staples. Ab)the cartrides were disassembled and the holders were observed to be improperly seated, which allowed the staples to eject without forming completely. The mispositioned holders were due to an assembly error. No conclusion could be reached as to how the kickoff springs had become damaged. Ab)the assembly management has been notified of this incident and product inquiry will monitor for add'l occurrences.